Manufacturer narrative:
The patients weight was not provided. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years and 5 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital due to shortness of breath and fluid overload. The patient's lactate dehydrogenase (ldh) was elevated. The patient received bivalirudin and the levels had decreased in response to treatment. The patient went into multi organ failure, the patient has do not resuscitate (dnr) directive. The care was withdrawn, subsequently, the patient expired on (B)(6) 2017. The reported cause of death was congestive heart failure. The center reports that the congestive heart failure was device related. There were no abnormal pump parameters seen and no reported alarm for this event.

Manufacturer narrative:
Additional information. Multiple requests for return of the pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-8775 has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase (ldh) and subsequent patient outcome could not be conclusively determined. The account reported that the patient was admitted for shortness of breath of fluid overload. The patient had an elevated ldh, which decreased after the patient was treated with bivalrudin. The patient went into organ failure. The patient had a do not resuscitate directive and care was withdrawn. The patient expired on (B)(6) 2017 due to congestive heart failure. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.